Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones with suspicion of pre-mature battery depletion (pbd). This device was replaced, and is not expected to be returned as the patient did not sign consent and the physician did not require analysis. No additional adverse patient effects were reported.